Manufacturer narrative:
(B)(4). Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation, a visual inspection was performed and it was observed all the components are assembled properly at the tube, an inflation deflation test was performed using and it was observed the cuff is symmetrical, the sample was left inflated 2 hours and no distortion or asymmetry were observed in the sample, no failure mode was observed in the received sample. No failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode.